Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non-product experience. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was fractured. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.